Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the unexpected restart alarm reoccurred during normal use of insulin pump. The customer's blood glucose value was unknown. Troubleshooting was done. The customer was able to rewind insulin pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart error anomalies noted.